Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon is planning to explant an icl implantable collamer lens due to a change in diameter. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022. The lens was discarded. Claim # (B)(4).